Manufacturer narrative:
UDI - (B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the certas valve inverted in the implant site resulting in programming difficulty and the catheter was kinked resulting in underdrainage. The valve was implanted to the patient; however, date of implant and initial setting are unknown. The inversion of the valve was confirmed. The surgeon tried changing the pressure while the valve was inverted, it was difficult, but it was able change it. It seemed that flow failure was caused by kink of the catheter. The pressure setting was 2, but the patient was still under drainage. After shunt surgery, the patient lost weight with and adl (activities of daily life) improvement. The plan of care is for the patient to be in over drainage, but is still in under drainage. The patient is under observation with the pressure setting 2. The device has not been revised. No further information was provided by hospital. The product will not be returned.